Event description:
It was reported, one week post implant, that the right ventricular (rv) lead exhibited an increase in pacing impedance, a number of short interval counts (sic), and an increase in capture threshold. A connection issue was suspected and they found that the lead was not completely seated past the connectors of the implantable cardioverter defibrillator (ICD). A revision was performed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.